Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device exhibited intermittent operation during an interior server confusion procedure. No injury or medical intervention occurred. There was no add'l info provided.